Event description:
Shortly after being implanted with the essure coils, the following symptoms began occurring: pelvic pain, abnormal periods, including skipped periods, periods so heavy I couldn't leave the house, severe cramping, painful ovulation, loss of sex drive, painful intercourse, incontinence, migraines, constant stabbing pain at tip of tailbone, arthritis, brain fog, enlarged thyroid, food sensitivities, severe allergic reactions, bowel issues, anxiety, depressions, numbness, and/or tingling in arms and legs, especially during ovulation ringing in ears, tooth decay, hair loss, dizziness, blackouts, chronic fatigue, anemia, vitamins d and b12 deficiencies, unexplained bruising, gluten sensitivity, onset of psoriasis swelling of feet and hands, swollen glands, severe bloating.